Manufacturer narrative:
The batch record review for radiesse, lot: a00155430, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00155430) and no similar events were noted. Assessment by merz: the event occurred in compatible local and temporal relationship. Injection site necrosis (serious) is expected based on the current valid brazilian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. Product preparation issue and off label use of device are only coded for formal reasons. A dilution of radiesse with saline and anaesthetic is no approved indication for radiesse in brazil. The reported oedema is considered to be a symptom of the necrosis. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case a possible necrosis was reported and no further information was provided on the event or any potential treatment performed. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious event injection site necrosis because potential treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a brazilian dentist via a sales representative and concerns a 75-year-old (ambiguously reported as 76) female patient. She was injected subcutaneously with a total of 8 ml of radiesse into the face, on (B)(6) 2025. Batch number was reported as a00155430 (expiry date: 30-nov-2025). The batch record review was received and the lot number for radiesse was confirmed as a00155430 (expiry date: 30-nov-2025). A lot search in the global safety database was conducted. She was injected with 4 ml into the each side of the face. Radiesse was diluted with 6 ml of saline solution (product preparation issue, off label use of device) and 2 ml of anesthetic without vasoconstriction. A 22g cannula was used for the injection. Patients allergies included allergy to anti-inflammatory medications. Patients concomitant medications included donaren and clonazepam. The patient's medical history and surgical interventions were reported as none. The patient had aesthetics treatments on (B)(6) 2024 and on (B)(6) 2025. On (B)(6) 2025, after the radiesse injection, the patient experienced a lesion of possible necrosis and oedema at the injection site. The outcome of the events was unknown. In the opinion of the reporter, the case was not life-threatening, did not require hospitalization for more than 24 hours, was not permanent, did not lead to a new diagnosed chronic disease, an intervention was not necessary to prevent a life-threatening condition or a permanent damage, and a causal relationship to incorporated local anesthetic in the product was not suspected. Due to the nature of the event necrosis, case was considered as serious because potential treatment was deemed necessary to prevent a permanent damage.